Manufacturer narrative:
The pump will be returning for investigation and there was a clot in the outlet area. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: a 69-year-old female with acute myocardial infarction and cardiogenic shock (scai stage c) was supported with an impella 5.5 inserted via the right axillary/subclavian artery. A high purge pressure alarm indicative of a purge system blockage was observed. Troubleshooting was performed including purge cassette replacement and reduction of p-level to p1 and p0; however, the alarm persisted and was not resolved. The purge solution contained 0 iu/ml heparin (dextrose concentration =5%), no purge line kinks were identified, and activated clotting times were maintained between 160¿180 seconds. As the patient was clinically stable and already being considered for weaning, the decision was made to remove the device. Upon removal, thrombus was noted in the outlet area of the pump. The patient outcome remains ongoing at the time of reporting. The high purge pressure alarm was associated with thrombus formation within the pump outlet area that was not resolved with standard troubleshooting measures, necessitating device removal; however, a definitive root cause cannot be determined based on the available information.